Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit in the hospital due to diabetic ketoacidosis and a blood glucose (bg) level of above 600 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the pump shut off unexpectedly and an occlusion alarm had occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.